Event description:
In situ testing performed in the course of routine follow-up revealed affected channels. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing performed in the course of routine follow-up revealed affected channels. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition in situ measurements in 2020 show two channels involved in a short circuit and one channel with hi status due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. Note: the date of manufacturer awareness was corrected from the initial report to 14feb2022.